Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, customer did not perform air removal technique prior to loading the cartridge. Blood glucose was not impacted. Reportedly, the customer will continue to use current pump until replacement arrives.